Manufacturer narrative:
Replace with concomitant medical products: 383069, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was observed with invalid data of trend data. The device remains in use. No patient complications have been reported as a result of this event.